Manufacturer narrative:
Weight and ethnicity: unknown/ information asked but not available. Device evaluation: the product testing could not be performed as the device was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s left eye. The reason for the explant was not specified. The issue was first noticed during post-op examination and daily activities of the patient significantly affected. Another johnson and johnson lens of the same model, but a different diopter (21.5 d) was successfully implanted as the replacement. There was no vitrectomy, incision enlargement, or sutures required and no delay in procedure reported. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noticed that since the original lens was 20.0 diopters and the replacement lens was 21.5 diopter, there is a significant change of 1.5 diopter which indicates that the patient would have needed a different lens power to be calculated/used. As the reported event was not due to the lens product problem or malfunction, therefore, the event is no longer reportable and no further information will be provided under this manufacturer report number 3012236936-2022-02840. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.